Event description:
Pt presented with a completely occluded, previously stented superficial artery approximately 70 mm in length, occlusion was located in distal portion of the artery. A 2.0 mm rapid exchange turbo elite was advanced trough the lesion at settings of 60 x 80. A small channel with brisk flow was noted. The 2.0 mm turbo elite was removed and a tt device was placed over an abbott miracle brothers three wire. The tt was calibrated and set to the settings of 60 x 80. The tt was advanced through the lesion two times in a quadrant fashion when it was noted that the most distal cone and marker of the tt device seemed to have prolapsed upon itself, in an orientation toward the ramp and laser fiber. The tt device was promptly removed. Upon inspection of the removed device it was noted by the physician that the distal end of the tt was damaged. Angiography confirmed that the most distal marker of the tt device had separated from the device and remained in the pt superficial femoral artery. The physician was able to remove the distal marker type after a great deal of effort.

Manufacturer narrative:
The device and retrieved piece are not available for return to spectranetics at this time. The device is in the possession of the risk mgmt officer at (B)(6). An internal lhr review was conducted and showed no issues or non-conformances.